Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned. Electrical testing and visual and x-ray inspection of the lead was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had failed to sense. The lead was not used, and a new lead was implanted. The patient was in stable condition.